Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the ise channel and degasser. He performed ise checks and the results were acceptable. He confirmed the customer has not had any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for two patients from a cobas 8000 cobas ise module. The questionable results were not reported outside the laboratory and the samples were repeated for confirmation. The repeat results were determined correct and reported outside the laboratory. Patient 1¿s initial results were na 89 mmol/l, k 2.81 mmol/l, and 153.2 mmol/l. The patient¿s repeat results were na 136 mmol/l, k 4.4 mmol/l, and cl 153.2 mmol/l. Patient 2¿s initial results were na 118 mmol/l and cl 124.6 mmol/l. The patient¿s repeat results were na 140 mmol/l and cl 104 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.